Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, crease fold and the weight the device within specification. A microscopic analysis was performed which identified: one striated opening on the anterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a rupture on an unknown side. Device remains implanted.

Event description:
Healthcare professional reported a right side rupture.